Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made without unique manufacturer/device serial numbers. The baseline gender/age characteristic is male/58 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of junctional ectopic tachycardia ablation in adult population¿a multicenter experience journal of interventional cardiac electrophysiology doi.(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a cryoablation. The authors described a patient who developed transient atrial-ventricular block during the procedure that was reversible. The disposition of the product is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.